Event description:
Customer reported that pump button was not functioning. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed customer to place pump on charging pad, which confirmed issue as malfunction lights flashed. Technical support confirmed that pump was still under warranty and proceeded to replace it, instructing customer to allow battery to fully deplete before return and ensure old pump was returned within 10 days to avoid charges. Customer was informed that setting up replacement pump required reprogramming settings and connecting cgm, and acknowledged understanding of these actions, which included using mdi as backup insulin therapy until the new pump with updated software arrived.